Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions from 6.8 cm to 7.1 cm and 13.4 cm to 13.7 cm from the connector pin. These abrasions were consistent with exposure to constant friction against another implantable device. The etfe coating was intact at these locations. All other damage was sustained during procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.